Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unk procedure. The device misfired, the staple would not release after firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.